Event description:
A surgeon reported that a pt who rec'd op-1 putty combined with blood and localized bone followed by placement of a jackson pratt drain as part of an l4-l5 revision posterolateral fusion, experienced a local inflammatory reaction, an elevated temperature of 103 degrees f, and pain post implantation. During a second surgery, the surgeon also observed a "rind around the dura" in the location of the initial surgery. No serious criteria were provided. No causality was attributed to the use of op-1 putty. Add'l info was rec'd on 6/27/06. The surgeon reported the events occurred immediately following the surgery. Increased drainage was also reported. An incision and drainage with removal of inflammatory tissue was performed 1 mo postoperatively, and a second surgery to remove hardware was performed 5 mos postoperatively. The surgeon now suspects the events were related to op-1 putty. Risk factor included 2 prior surgeries. No add'l info is expected.